Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of liquid not being flushed through secondary water channel issue could not be determined, however, it is believed that there may have been a difference in understanding between olympus' recommendations and the facility regarding equipment handling and reprocessing procedures. The instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. During the onsite visit, the ess assisted with installation and setup of the ucr, provided case support with the use of co2 for cleaning. Discussion with the staff and manager about the findings. Ess offered to in-service the full staff on another date when they can all be present. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not flushing the channels correctly at the bedside, and they were brushing the scopes during the dry leak test process. No patient infections or injuries reported.